Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed lead noise and low pacing impedance on the atrial lead. On (B)(6) 2022 the physician elected to cap and replace the atrial lead. The patient condition is stable.